Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 0.2mg/ml at 0.0768mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported they could not access the fill port. The patient had gained weight and the pump was deep. The healthcare provider used the longer needle without being able to access. The patient would come back in the future to do a refill under flouro.